Manufacturer narrative:
After exchanging the o2 mixer assy pn msp161609 the device got ok. The testsoftwares were performed and the device returned to customer. Problem solved. Hamilton medical ag case number is: (B)(4).

Event description:
The following was reported to hamilton medical ag: during the installation of the hamilton-c1 (B)(4) the oxygen delivery was not working properly. The o2 mixer assembly pn msp161609 had to be exchanged. No patient involvement.